Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was located under the front therapy electrode. The patient reported an allergy to nickel. The patient's doctor prescribed fenistil ointment. There is no alleged device malfunction. Follow up was completed and the skin irritation was improved.